Event description:
Related manufacturer reference number: 1627487-2022-02756. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) was found all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.